Event description:
A complaint was reported stating the pt was experiencing charging problems between the implant and the external equipment. Diagnostic software determined that the implantable pulse generator was fully charged and a test remote control was used to link the ipg without success. No MRI or surgical procedures were performed on the pt. A pocket revision to replace the ipg has been recommended.